Event description:
It was reported that placement of the proglide sutures were attempted in a right and left common femoral artery using the preclose technique before a abdominal aortic aneurysm procedure (aaa) interventional procedure. The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 12fr and then 18fr sheath. Reportedly, a cuff miss occurred with two devices on the right side and two devices on the left side. Two proglides were used on the right side and two devices were used on the left side to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three perclose proglide devices are being filed under separate medwatch MFR numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.